Event description:
There was an allegation of questionable results from the cobas 8000 - cobas e 602 module. Patient 1 initial troponin t gen5 stat elecsys result was 10 ng/l and the repeat result was 422 ng/l. Patient 2 initial hcg+beta elecsys result was 0.6 miu/ml and the repeat result was 120273 miu/ml. The repeat results were believed correct.

Manufacturer narrative:
The troponin t reagent lot number was 74311200. The hcg reagent lot number was 70917400. The expiration dates were not provided. The qc recovery was within the provided ranges before the event. The analyzer alarm trace contained abnormal sample aspiration, abnormal aspiration (sample probe), and abnormal aspiration (sample probe a/b) errors. These are indicators of possible poor sample quality. The field service engineer found a thread at the end of the reagent probe was causing droplets. He cleaned the inside and outside of the reagent probe and adjusted the outside rinse. He cleaned the sample probe and performed mechanical adjustments. He ran precision studies for hcg and troponin which passed. The investigation determined the service actions resolved the issue.